Manufacturer narrative:
The returned sensor was evaluated. During evaluation it was found that the sensor failed continuity testing due to an open in the cable on the green conductor. This failure results in an inability to use the device. A lot history record review reveals that this sensor was in the field for eight (8) months. There were no previously reported related to this reported event. Model # has been updated from 2696 to 24087. Serial # has been updated from (B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer is using masimo with (B)(4) monitor defibs since (B)(6) 2015, they are complaining about a high failure rate of the reusable spco sensors and patient cables. Their rainbow dci is reported to have an intermittent issue and possible spmet biais of +1. No known impact or consequence to patient was reported.